Event description:
An optometrist reported, a case of bilateral recurrent corneal erosion symptoms, observed at three weeks post photo refractive keratectomy (prk) treatment. Upon additional follow up, the reported patient issue was noted as improving, but not resolved reporter indicated ointment was prescribed for use at bedtime. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).